Event description:
It was reported that while inserting a peek implants in a plif at l4/5, the tips of the inserters broke off. The broken piece was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): visual examination confirms the superior tangs are broken off on the instrument. Microscopic examination of the fracture surfaces reveals a fairly brittle fracture, with no indication of fatigue. The nature and location of both fracture surfaces are consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.